Event description:
Two-month follow up CT revealed a dissection of the right common iliac artery that the physician believes occurred at the time of implant during withdrawal of the 18fr gore introducer sheath. Additionally, a distal type I endoleak assoicated with the excluder bifurcated endoprosthesis was noted. An excluder contralateral leg component was placed, successfully resolving both the dissection and the endoleak.